Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device presented symptoms of an upstream occlusion alarm. The device could not be successfully primed. It was also noted that there is a small leak on the IV bag itself.

Manufacturer narrative:
H3/h6: one used device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. The device history record was unable to be reviewed as no lot number was provided. The cause of the reported issue was not determined as no issue was identified through testing.